Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor error alarm. The drive support disk was inspected and no anomaly was noted. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer reported that when attempts were made to rewind insulin pump, a motor error alarm was received. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was in room with customer while having MRI and drive support cap was protruded. Customer was advised that insulin pump would need to be replaced.